Manufacturer narrative:
Age at time of event: older than 18 years. (B)(6).

Event description:
It was reported that the brake malfunctioned and a vessel dissection occurred. A 1.50mm rotapro and rotawire were selected for use for a percutaneous coronary intervention (pci) procedure in a severely calcified lesion. The rotapro was advanced and while advancing in dynaglide mode, the physician attempted to push the brake button and a lag occurred between when the button was pushed and when the brake applied to the guidewire. A dissection and a perforation in the right coronary artery ostial section occurred at the burr location during rotation. It was noted on fluoroscopy imaging that the guidewire looped in the aorta. The dissection and perforation were sealed using a graft stent successfully. No further patient complications were reported.